Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023, the patient had fainted and loss consciousness. The patient was at work during this time and an ambulance was called by a colleague. At the hospital, the patient received intravenous treatment with glucose. At the hospital, the cgm was reading 20.0 mmol/l and the blood glucose reading was low. At the time of the report, the patient stated that he was shaking, still in shock and had a headache, but other than that the symptoms had improved. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid for an unknown date. No additional patient or event information is available.